Manufacturer narrative:
Other applicable components are: product ID: 9733686, s7 synergy spine software, version (B)(6). A medtronic representative went to the site to test the equipment. The representative performed two scans, one on each side of the imaging system, on a spine model, and checked the accuracy using a passive prove. The navigation was accurate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon claimed the navigation system was inaccurate superior by approximately 5 millimeters. There was no delay to the surgical time and no impact to patient outcome.